Event description:
The customer reported that during preparation for use, his olympus endoeye flex defectable videoscope was presenting an e226 scope communication error and showing a "sandstorm" image. According to the initial reporter, the procedure was completed by using another unit without any harm to the patient.

Manufacturer narrative:
The subject device has been returned, but an evaluation has not yet begun and the investigation is still on-going. Should additional information be provided prior to the conclusion of the investigation, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, both error e226 and the "sandstorm" image could not be confirmed. A leak test detected air leakage at the light guide connector. However, the definitive root causes of the e226 scope communication error and "sandstorm" image could not be determined. It is possible that the event occurred due to connection failure via water invasion or moisture in the scope, or strong stress due to impact such as dropping or hitting having brought air leakage of the light guide connector. Olympus will continue to monitor field performance for this device.